Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump shuts off when the pump goes into threshold suspend. The customer's blood glucose reading was 76 mg/dl at the time of incident. Troubleshooting found that the after the alarm is cleared, the pump shuts off. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with currents within specifications and passed rewind test, basic occlusion, occlusion, prime, excessive no delivery test and displacement test. The insulin pump does not shut off or have a blank display noted during our testing. No blank display and the lcd board ok. The insulin pump was program with glucose sensor simulator and minilink transmitter and threshold suspend worked properly. The insulin pump had minor scratched lcd window and cracked reservoir tube lip.